Event description:
It was reported that a small volume infusor underinfused during patient use via a peripherally inserted central catheter (PICC) line. The expected therapy time was 48 hours; however, the device still contained about 25% of the drug two days after infusion. The device contained fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between september 27, 2023 - september 28, 2023 h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.